Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's ipg would no longer communicate with the charging system and programmer. The patient had an accident and fell down on the ipg site (B)(6). Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient charged the ipg on a weekly basis.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-03280. Follow-up revealed the patient's lead had migrated following the fall the patient experienced. The physician assumed the ipg communication issue was possibly due to a functionality issue between the patient's ipg and lead. In turn, the physician decided to explant and replace the patient's lead too.